Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump has a clear, plastic piece that holds the cartridge in place which is broken. Pump replacement has been expedited. The patient also reported feeling hot and nervous since she was off medication for over one hour attempting to get pump to work. By the end of the call, the patient's infusion was restarted and the patient reported an improvement on symptoms. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updates not required. Device evaluation: no product was returned for visual or functional evaluation however, the pump operators manual states the system delivery accuracy of the reported pump is plus or minus 3 percent. System delivery inaccuracies may occur as a result of back pressure or fluid resistance which depends upon medication viscosity, catheter size and extension set tubing. In addition, the pump will alarm and display a cartridge volume low message when the syringe volume is low, this is a normal function of the pump. This does not necessarily mean the pump is not functioning properly. The pump operators manual states if the pump is dropped, hit or damaged it may not work properly. The device in question would need to be returned for functional and delivery accuracy tests. Results: there is no evidence that the pump failed to meet specifications. Root cause of the reported issue cannot be determined as a sample was not returned for actual visual and functional investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 7400.